Manufacturer narrative:
The unique device identifier for this device is (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set ¿fell apart¿. The reporter stated that the set broke where the luer lock was connected to the tube, leading to a leak of unspecified medication. This occurred while attempting to connect the device to a non-baxter stopcock. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed that the tubing was separated from the male luer. The visual inspection also revealed a lack of solvent on the tubing. The dimensions of the tubing were measured and were found to be within specification. The cause of the condition was determined to be an incorrect application of solvent during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.